Manufacturer narrative:
(B)(6).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 337 mg/dl, 411 mg/dl (aviva system 1) and 142 mg/dl (aviva system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.